Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully using back-up equipment with no delay; no adverse consequences or medical intervention were reported. It was also reported that during testing conducted at the manufacturer facility the core impaction drill caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully using back-up equipment with no delay; no adverse consequences or medical intervention were reported. It was also reported that during testing conducted at the manufacturer facility the core impaction drill caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Bias-current warnings and false temperature warnings can manifest from any damage to the electrical components of the handpiece, resulting in derivation of vref, the reference voltage supplied to the internal temperature sensor (and hall sensors in handpieces that have them) from that which it was calibrated to. As there are no hall sensors in this handpiece, a bias-current warning serves no preventative purpose in terms of run-on, but is often an early indication of a failure that will lead to inaccuracy of the internal temperature sensor. Therefore, the bias-current warning and the false temperature sensor warning indicates an electrical seizure condition and is not a noted safety risk of a run-on condition. The electrical damage is likely due to cleaning methods at the account. The MDR for the bias-current warning was filed unnecessarily.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully using back-up equipment with no delay; no adverse consequences or medical intervention were reported. It was also reported that during testing conducted at the manufacturer facility the core impaction drill caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The technician confirmed the events of heating up and bias current warning and noted that the motor was damaged and the rotor was coated in a substance. According to a review of the risk documents, the confirmed symptoms are likely due to the observed failures. Bias-current warnings and false temperature warnings can manifest from any damage to the electrical components of the handpiece, resulting in derivation of vref, the reference voltage supplied to the internal temperature sensor (and hall sensors in handpieces that have them) from that which it was calibrated to. As there are no hall sensors in this handpiece, a bias current warning serves no preventative purpose in terms of run-on, but is often an early indication of a failure that will lead to inaccuracy of the internal temperature sensor. The electrical damage is likely due to cleaning methods at the account.